Event description:
It was reported that the atrial lead had no sensing or capturing during a clinic visit. The lead and device were scheduled for repositioning. The device was repositioned due to being uncomfortable to the patient. During that procedure, the lead capture threshold was high and the sensing was acceptable. The device is still in use and it was decided to replace the lead. No patient complications have been reported as a result of this event. It was further noted to have sensing difficulties of over and undersensing.

Event description:
It was reported that the atrial lead had no sensing or capturing during a clinic visit. The lead and device were scheduled for repositioning. The device was repositioned due to being uncomfortable to the patient. During that procedure, the lead capture threshold was high and the sensing was acceptable. The device is still in use, and it was decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism. Apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.